Event description:
It was reported during a device change out for normal eri, this device was attempted to be implanted. High voltage lead impedance test result were within specifications. During dft testing the shocks did not convert the patient. Patient was rescued externally. External defib put device into backup vvi which was cleared by the physician and the device was programmed. Lead anomaly suspected. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of output anomaly was confirmed in the laboratory. Analysis found high voltage output circuit damage on the device. The low voltage functionality was tested on the bench and our automated testing equipment and detected high current, which is similar to output circuit damage. It is believed to have been caused by a lead anomaly.